Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an alarm sounded when replacing the cassette and it did not work. Per reporter it seemed to be a problem with the cassette because it worked normally when the customer used the other cassette they had in stock. This occurred before patient use/during priming at patient's home. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One used device was received for evaluation. As received no damage or anomalies were observed. Functional testing was performed, and no anomalies were identified. No alarms or difficulties priming were observed. The complaint of the defective cassette cannot be replicated or confirmed. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.